Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of system fault error message (sf 65), however, the fault could not be reproduced during in-house testing. Performance testing also revealed that the device failed to complete its internal self-test. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the system fault error message (sf 65) was due to a software issue. Additionally, the investigation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to address the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65). There was no patient injury reported as a result of this incident.